Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 29mg/dl due to increased physical activity and high temperatures. The customer passed out and dropped the pump which cracked the touch screen. Customer required assistance addressing bg level with carbohydrates. Reportedly the customer reverted to manual injections for insulin therapy.